Event description:
Physician had difficulty maintaining the chamber during a cataract extraction procedure. The pt required an additional two-night stay in the hosp for observation due to impaired vision.